Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with polydipsia, weakness, and loss of consciousness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the basal rate. The basal history did not match the active basal program. The patient stated, ¿the high blood glucose was caused by the inaccurate delivery of insulin by the pump¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: the available daily insulin delivery totals in the pump's black box correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The pump was exercised for 24 hours with no alarms observed. The battery compartment was found to be cracked.